Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the heater line of a homechoice cassette without an alarm. This occurred during setup for peritoneal dialysis therapy. The patient was not connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. To resolve the issue, the caregiver (cg) restarted the therapy with all new supplies. The technical service representative assisted the cg with bypassing the device to fill 1 of 4 and reviewed the proper procedures per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.